Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 9215693. Common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10060202. Common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10227576.

Event description:
It was reported that the patient experienced radiculopathy and numbness in their thigh. Surgical intervention may take place in the future to address this issue. It is unknown which lead caused/contributed to the issue.

Manufacturer narrative:
Date of explant is estimated. Further information was requested but not received.

Event description:
Additional information was obtained, revealing that the entire system was explanted via surgical intervention.